Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, vasoview hemopro self activated while placed on the or table in the field. It was witnessed that smoke was pouring out from cannula and unit had to be unplugged. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). (B)(6). Signs of clinical use and evidence of blood was observed. Charred blood and tissue particulates were observed on the jaws. The heater wire on the hot jaw appeared to be bent but remained attached at the base and the tip of the jaw. There were no defects to the silicon insulation on the jaws. The toggle appeared to be intact without any non-conformities. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The device did not self activate. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. There were no non-conformities observed with the switch. Based on the return condition of the device and the evaluation result, the reported complaint was not confirmed for the reported failure mode " self-activation or keying" but was confirmed for the analyzed failure mode " material twisted/bent".

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, vasoview hemopro self activated while placed on the or table in the field. It was witnessed that smoke was pouring out from cannula and unit had to be unplugged. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). (B)(6). Signs of clinical use and evidence of blood was observed. Charred blood and tissue particulates were observed on the jaws. The heater wire on the hot jaw appeared to be bent but remained attached at the base and the tip of the jaw. There were no defects to the silicon insulation on the jaws. The toggle appeared to be intact without any non-conformities. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The device did not self activate. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. There were no non-conformities observed with the switch. Based on the return condition of the device and the evaluation result, the reported complaint was not confirmed for the reported failure mode "self-activation or keying" but was confirmed for the analyzed failure mode" material twisted/bent".

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, vasoview hemopro self activated while placed on the or table in the field. It was witnessed that smoke was pouring out from cannula and unit had to be unplugged. The hospital did not report any patient effects.